Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A husband called on behalf of his wife who reported lower values when scanning the adc freestyle libre sensor compared to the hcp meter. On (B)(6) 2020, a scan of 120 mg/dl was obtained and the customer experienced weakness, inability to stand on her own, heavy breathing and sweating. The customer had hcp contact and a blood glucose test of 187 mg/dl was obtained on the hcp meter and the customer was treated with a "shot and pills." There was no report of death or permanent injury associated with this event.